Event description:
Drilling the posterior calcaneus screw with 4.2 x 340 drill piece. Drill snapped in patient approximately 40mm in length.

Manufacturer narrative:
(B)(4) and has been reported under MFR report # 0009610622-2016-00211.

Event description:
Drilling the posterior calcaneus screw with 4.2 x 340 drill piece. Drill snapped in patient approximately 40mm in length.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as per hospital protocol. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.